Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: hospital city. Hospital address and telephone not available for reporting. The complained device was forwarded to the responsible manufacturing site for investigation. As received condition of device part not received in the original packaging: the p/n and lot number etched on product match to complaint system and DHR. Plate is broken in three pieces. DHR review: lot 9419561 was manufactured in april 2015. All the inspections performed according to inspection sheet passed. No ncrs were generated. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). The certificate of the raw material lot 17062 has been reviewed: in the certificate it is reported that the materials fulfil the specification. Product inspection: the returned part was re-inspected for all the features pertinent to the complaint condition. The visual inspection showed that the plate is broken in three portion and it's seriously damaged post production: no evidence of nonconformance manufacturing related have been identified. All the pertinent measurable features (thickness, width, heights, width at bridges) measured in different points closest to the breaking areas have been reinspected and resulted in specification. The raw material has been verified through review of certificate documented in the DHR review section. Conclusion : considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Disposition: (B)(4) is disposed as confirmed due to evidence that part is broken, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. No manufacturing related issue was identified. The visible signs on the plate indicates mishandling during pre-bending as most probably root cause. Corrected data: 510k. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 08.apr.2015 expiry date: 01.mar.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the strength of the plate went down when the surgeon attempted to bend the plate to fit patient's bone shape at mandibular branch side before the surgery on (B)(6) 2017. The surgeon commented that the bended area was bendable area according to the instruction, and the surgeon did not bend excessively. The surgery was completed by using alternative plate (same article number). There was no adverse consequence to the patient. No further information was provided by hospital. The event happened pre-operatively. No patient was involved. This complaint involves 1 part. This report is 1 of 1 for (B)(4).